Event description:
Information received by medtronic indicated that the insulin pump had crack at back along battery side. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
The unit p-cap or test reservoir does not locks in place properly. The pump was received with a cracked keypad overlay, cracked case (battery tube), and cracked battery tube threads. The pump passed the displacement test. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.